Event description:
--

Event description:
Boston scientific received information that during the three month post implant follow-up, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery life of approximately one year to explant. A call was placed to boston scientific's internal technical services (ts) for troubleshooting recommendations. Technical services inquired whether the patient had undergone a MRI or had been exposed to radiation. A memory disk was then requested for engineering evaluation of the observed behavior, at which time it was confirmed the device was consuming power at an unexplained rate and thus contributing to the accelerated rate of battery consumption. It was recommendation from ts as well as engineering, to have the device replaced as soon as possible and send to boston scientific for a post market root cause assessment. No adverse patient effects have been reported.

Manufacturer narrative:
The device remains implanted and in service. When additional information becomes available, this investigation will be udpated.

Manufacturer narrative:
Subsequently, the device has been explanted, to be returned for a post market evaluation. Another report will be submitted following completion of lab analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.